Manufacturer narrative:
Preliminary analysis revealed that high shock impedance was measured on (B)(6) 2019, before that the associated (non-microport crm) ventricular lead was replaced. It also revealed that during a follow-up on (B)(6) 2020, shocks induced during tests could not be delivered. Upon reception, the subject ICD was not able to shock. An ICD hardware issue and/or a ventricular lead issue are suspected.

Event description:
Reportedly, on (B)(6) 2020, the subject ICD was replaced as it was malfunctioning.

Manufacturer narrative:
A complaint on this device was previously recorded and reported under MDR reference 1000165971-2017-00082. At this stage, it is unknown if the two events are linked.

Event description:
Reportedly, on (B)(6) 2020, the subject ICD was replaced as it was malfunctioning.

Event description:
Reportedly, on (B)(6) 2020, the subject ICD was replaced as it was malfunctioning.

Manufacturer narrative:
Please refer to the attached analysis report.